Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent an unknown gynecological surgical procedure on unknown date and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent an implantation of pinnacle pelvic floor repair kit and solyx sis system on (B)(6) 2009, then advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2011. No additional information was provided.